Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro system, and identified the failure mode as a cracked electrolyte injection cup (eic). The fse replaced the electrolyte injection cup (eic) to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of a low sodium (na) patient result on their dxc 600 pro instrument. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event.